Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The malfunction was observed and attributed to a clogged intake filter. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed an "02 uptake clogged" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.